Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a cut pulse wire in the cable connecting ECG "a" and the front therapy electrode. The cut pulse wire was shorting to the dn pca. The root cause for the cut wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving "check therapy pad" messages and "adjust belt" messages.